Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and distributor via a company representative (rep) regarding a patient receiving intrathecal baclofen (500 mcg/ml, unknown dose) via an implantable infusion pump. The indication for use was noted as cerebral palsy (spastic dystonia). The patient took oral baclofen approximately six years ago and four years ago the patient was noted suitable for the implant of an intrathecal baclofen pump in ecuador by a physician. The family made a huge financial effort to travel to (B)(6) in (B)(6) 2013 with the purpose of being assured that this was the procedure that would give the possibility of offering a better life quality to the patient. The patient was examined by two physicians whom confirmed that recommending an implant of a 40-ml pump was the right thing to do. However, due to financial reasons, the implant could not take place in the united states. The physician who originally deemed the patient a candidate for the pump could not perform the surgery so another neurosurgeon was assigned. Reportedly, the distributor was aware that no physician in this hospital had performed this type of procedure nor managed the intrathecal baclofen therapy. Thus, a meeting between the neurosurgeon, the neurologist, and the expert was requested and accepted by the distributor. The physician along with a distributor representative came the afternoon prior to the surgery's "programmed" date. The family was able to talk to "him" for five minutes to which the family took advantage to transfer him another physician's suggestion. The suggestion was that the catheter could be placed at the highest position possible, as the patient completely lacked the possibility of walking and the procedure sought the maximization of the upper limbs. The physician reportedly did not examine the patient at all, nor requested x-rays, or any other studies; other than the blood test and an EKG which should be performed according to the hospital's protocol. The patient was implanted on (B)(6) 2014- in (B)(6) and the implant surgery went well. However, the physician did not perform an after-surgery visit with the patient and had no contact with him; nor did he leave directions to the doctors, nurses, or the family. Reportedly, the physician did not prescribe any pain killers or antibiotics, but ordered "the interruption" of oral baclofen. The patient used to take 100 ml daily. The pump was left set to a "25mc-dose," which reportedly was not even indicated when removing a tooth. As noted, the subsequent days were "awful" the symptoms were not correctly managed. The patient's spasticity was "up to the highest level" which caused him to have uncontrolled movements with strong shocking episodes. Two incisions were made on the patient and the patient was not able to sleep, sit down, or feed by himself. There was concern regarding the support received from the distributor after surgery. Specifically, on (B)(6) 2014 the mother contacted the distributor noting "some problems and doubts" and was worried they could not contact someone, and felt they were on their own in the event of an emergency. The first days subsequent to the implant had been difficult and they requested more consultation, since an ongoing follow-up was not a part planned by the distributor or the surgeon. The distributor noted he would call within the hour she contacted him, as he was at a physician's office; it was unknown if the contact was made. The next contact noted was the patient's mother reaching out again on (B)(6) 2014. The mother was looking for which day they should come to reprogram the dose that was tentatively set for (B)(6) 2014. The mother wanted more education on the programmer use and whom had access to one. On (B)(6) 2014 the mother contacted the distributor again to which it appeared the distributor called back on (B)(6) 2014. The distributor noted that on (B)(6) 2014 the dose would increase and the patient should be there at 10:00. It was noted that the first dose adjustment was on (B)(6) 2014, when the dose was increased from 25 "mc" to 50 "mc". On (B)(6) 2014, the mother contacted the distributor three times requesting the date of the dose adjustment as too many days had elapsed for communication. The distributor contacted the mother on (B)(6) 2014 noting he would contact them "when the meeting was over." Context unclear). The mother contacted the distributor on (B)(6) 2014 noting they had waited then almost a week for the distributor to contact them. The mother was concerned about the lack of communication. On (B)(6) 2014 the distributor noted that the programmer had just arrived in the patient's city on that day and it would stay there. The family would be contacted at noon to set up a time for the dose review "on monday." There was no report of a call at noon but rather the distributor commented the time was set for monday at 11:00 at the hospital. On tuesday, (B)(6) 2014 the mother inquired as to when the patient would be taken care of. The patient had waited now two weeks. Reportedly, the programmer had not been received at the hospital until the end of (B)(6). Further, the mother noted that she managed to coordinate with a cuban physician who did not know about this type of therapy and was to take part of this surgery as it was "on his shift." They were told that the distributor would train him, yet a physician reportedly certified by the pump's company never took care of the patient. Reportedly there were means available to monitor a patient remotely and "he" did not comply with neither performing the surgery correctly and had a lack of interest in patient's "evolution" process. This patient had "life threatening risks," and depression by experiencing no effects with this treatment and his life was in danger. As of (B)(6) 2015 the patient's dose was at 375 and it was planned to be further increased. Some issues with refills and pump management were also reported, as it was difficult to get kits and ampoules needed to "recharge" the baclofen. At one point, the pump was about to be empty and there was no response when the family had reached out. In ecuador there were reportedly no doctors who knew this treatment, as they only learned to handle the programmer to adjust the dose and perform the refills. Additional information was reported by the rep on (B)(6) 2015. The patient reportedly went to surgery (date unknown) and had a replacement of the catheter, that was "supposedly" out of the intrathecal space. The patient underwent a refill procedure the week prior to (B)(6) 2015, and he was doing absolutely "find" (interpreted as fine). With no more complains. Information was previously requested to clarify model/serial numbers, and dates. If additional information is received, a follow-up will be submitted.

Event description:
Additional information received from a company representative indicated the catheter had migrated. The replacement occurred on (B)(6) 2015. Should additional information be received a supplemental report will be filed.